Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient believes they potentially have an infection. The implantable cardioverter defibrillator (ICD) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the source of the infection was unknown. However, a removal surgery was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additional reported that the device and leads were explanted.